Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. H10: it was reported in the previous report that the device had unintended motion and failed pretests for check forward and reverse mode function, check in off mode (safety switch) and check for unintended motion. During further investigation, it was determined that these failures did not occur. Instead, the device would not run and failed pretest for check function of device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had unintended motion, the trigger was sticky, the moving parts did not move smoothly, the locking mechanism was stiff and had component damage. It was further determined that the device failed pretest for check the power with power test bench, check forward and reverse mode function, check in off mode (safety switch), check for unintended motion, check for sticky trigger, check free movement of soft mode switch, check reverse locking mechanism with oscillating saw attachment ii and general condition. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.